Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One of the circular tabs broke off. The metal ring at the proximal end is also deformed due to impaction. The cause of this event is undetermined. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
It was reported that the plastic part broke off at the front of the device. There was no harm or adverse event for patient, operator or third party reported. No further information received.